Manufacturer narrative:
Product complaint #(B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. This report is for an unk - plates: trumatch /unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthese reports an event in japan as follows: it was reported that: the following complications were noted in a survey response by a surgeon performing surgeries with the trumatch cmf titanium milled patient specific plates for mandible: the surgeon rarely encountered soft tissue irritation/reaction at the plate location. The surgeon sometimes encountered surgical site infection. The surgeon rarely encountered implant prominence. This report is for post market study: ID: 2 total number of procedures performed utilizing the trumatch cmf titanium milled patient specific plates for mandible in skeletally mature patients were 20 and total number of procedures performed utilizing the trumatch cmf titanium milled patient specific plates for mandible in skeletally immature patients was 1. Trauma: =5 reconstructive surgery: >10 patient cosmesis: 3 reduction of functional deficits: 3 unstable and/or infected mandibular fractures:1 unk - plates: trumatch this report is for one (1) unk - screws: trauma this is report 2 of 2 for complaint (B)(4).